Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot # 73g2100121 investigation did not show issues related to complaint.

Event description:
Staple was jamming.